Manufacturer narrative:
G4: PMA / 510(k) - unknown as product identifiers are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a device used in a posterior lu mbar interbody fusion (plif) procedure at levels l4-s1. It was reported that both peek rods were found to be fractured in the patient; this was not diagnosed radiographically and was only discovered during surgical exposure. The rod breakage likely contributed to adjacent segment degeneration, necessitating a plif extension. There were no patient symptoms reported, and no further complications were noted regarding the event.